Event description:
Patient was revised to address subsidence and loosening of the tibial tray at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown.. Update rec¿d (B)(6) 2014 - patient's medical records were received. Records indicate upon revision osteolysis was found. The patella was noted to have some wear on it. The patella and tibial insert are being added to the complaint at this time. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. No additional information was obtained. Review of the supplied investigational inputs confimed the reported event. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.